Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient had developed a skin irritation under the back therapy electrode pads of the lifevest. The patient's oncologist suggested that the patient use a topic cream for the irritation. The patient reported that the skin irritation had completely healed after using the recommended cream.